Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 22-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl with concentration 500 mcg/ml at a dose rate of 109.94 mcg/day and clonidine with concentration 250 mcg/ml at a dose rate of 55 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. The drug lot number of fentanyl and clonidine were unable to be obtained. It was reported that the patient experienced increased pain. A dye/rotor study was attempted, but the physician was unable to complete the study because she was unable to aspirate the catheter and push dye. The event occurred during normal use. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being none. A catheter revision was in the process of being scheduled. No surgery date had been set. The issue was not resolved at the time of the report. The patient was without injury at the time of the report. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were requested but were unknown / would not be made available. It was noted that the hcp had no further information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. A revision has not occurred and a date had not been set. The cause of the increased pain and the inability to aspirate hasn¿t been determined as well. The affected device remains implanted.